Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after having received shocks. A remote monitoring transmission indicated that the implantable cardioverter defibrillator (ICD) detected the rhythm as ventricular tachycardia but the rhythm was suspected to be sinus tachycardia. The ICD remains in use. No further patient complications have been reported as a result of this event.